Event description:
It was reported that during a colectomy procedure the device gets flash or flame in contact with the tattoo ink. Another device like device was used to complete the case. No patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: how long has the surgeon been using the device? Was the product specialist present during the surgery? Did the device have contact with metal during use? Did the gen11 display any yellow alert screens during the procedure? What tissue was the device being used on when the incident occurred? Was the tissue thick or fibrous? How much time into the procedure did the event occur? Approximately how many transections/activations had occurred prior to the incident? Was arcing seen within the jaws? As to the flame - was there any actual flame, like a fire flame? If yes, where was the flame in relate to the jaw - tip, inside, etc. Did the arcing or flame stop once the energy button was released? Where was the device being used when it arced or flamed? What is the patient's current condition?

Manufacturer narrative:
(B)(4). Additional information: the device was received with the upper jaw bent, causing significant reduction to the gap between the electrode. The ptc was damaged at the distal end. During functional testing with the generator, sparks were noted resulting in a yellow message screen "reposition jaws and reactive" warning was received when the jaws were closed. Then, the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. The upper jaw was visually inspected, an imprint of the electrode was found on the ptc. When the jaws were closed, the gap reduction allowed arcing to develop resulting in sparking and in ptc material further deterioration; black residues on the electrode are caused by this ptc deterioration. The damage flattened the ptc which resulted in the upper jaw to be in contact with the electrode creating an electrical short and a yellow screen alert, preventing device works with the generator. No "flash or flame" occurred during functional testing.